Manufacturer narrative:
(B)(4). B3: unknown; captured as awareness date. Date sent 8/12/2025. D4 batch #302d28. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned reload. Visual analysis of the returned sample revealed that the sr75 reload was received with the gripping surface damaged. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. The reload had the swing tab in the locked position, and it was received fully fired. No functional test was performed. The event described could not be confirmed as the reload was received fully fired. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although the cause of the reported incident could not be determined, proper use of the linear cutters - ntlc is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 302d28, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.